Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted and reported as not being "too high". After the alarm, the customer changed out the cartridge. As the customer changed the cartridge prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.